Event description:
The following is a description of an event that occurred at one of the user facilities: "rt reported that on start up they were getting a low fio2 alarm so they gave vent to biomed. [Biomed] says that he has run the vent for several days and that the blender will sometimes be accurate and adjustable and then after few hrs he will make an fio2 change and vent will start giving 21 percent no matter what the fio2 setting. He confirmed with ext o2 analyzer in circuit. He has changed o2 cell with no change. He says that then he can turn power off/on and it will work ok again for several hrs before reverting to 21 percent again and giving low fio2 alarm." No pt involvement.

Manufacturer narrative:
Should have been left unchecked in initial report. Results of investigation: the gas delivery engine (gde) assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to o2 blender flag being stuck. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that the avea unit was getting a low fio2 (fraction of inspired oxygen) alarm on start up. The ventilator was given to the biomedical engineer onsite and they ran the ventilator for several days and found that while the blender would sometimes be accurate and adjustable, after a few hours the ventilator would give 21% fio2 no matter the setting. This was confirmed with an external analyzer. They had replaced the oxygen cell with no change. Turning the device off and on would cause it to work well for several hours before it would revert to the 21% and give the fio2 alarm. There was no patient involvement at the time of the reported incident.

Manufacturer narrative:
(B)(4). Carefusion technical support advised biomed that the gas delivery engine (gde) should be replaced. A replacement gas delivery engine was shipped to the user facility. A returned goods authorization (rga) number was also issued for the return of the alleged faulty gas delivery engine for evaluation. As of may 13, 2015, carefusion has not received the alleged faulty gas delivery engine.